Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that the device failed during operation. No injury was reported.

Manufacturer narrative:
The log file provided was analyzed for the investigation. On the day of the event, large external leaks in the breathing circuit were detected in man/spont and alarmed optically and acoustically with "apnea". Also internal leaks were repeatedly detected and alarmed in automatic ventilation mode. Possible causes for these leaks in the respiratory system are the fresh gas decoupling valve, the o2 sensor cap or the inspiratory safety valve. Based on the available data, however, the cause could not be narrowed down any further. Pneumatic leaks during therapy lead to a drop in pressure in the system and a loss of volume. The atlan has integrated pressure monitoring. During therapy, pressure alarms are signaled optically and acoustically according to the alarm limits set by the user (e.g. Lack of fresh gas or leakage, minute volume low, apnea, etc.). All alarms, possible causes and remedial measures are described in the atlan instructions for use. It can be concluded that the atlan has detected both external and internal leaks and informed the user of this condition according to its specification.

Event description:
It was reported that the device failed during operation. No injury was reported.